Manufacturer narrative:
Customer was unable to complete control solution testing as valid control solution was not available. Customer had an incorrect test strip code, but corrected the code for testing.

Event description:
Customer reported receiving blood glucose results of 195 and 422 mg/dl within a ten minute period. As the comparison exceeds the 20% variance allowed by the MFR, a malfunction will apply.